Manufacturer narrative:
The accutni samples were collected in plastic greiner lihep plasma tube with a gel separator and centrifuged for five (5) minutes at 3000 rpm at room temperature. The customer performs qc once per day. Per the customer supplied qc charts, both levels of accutni qc were within the customer's established ranges prior to and after the event. Per the customer supplied documentation, a routine system check was performed on (B)(6) 2010 which passed within instrument specifications. A field service engineer (fse) was dispatched on (B)(6) 2010 for this event. The fse performed a routine system check which passed within specifications and a high sensitivity (hs) check which failed due to one high flier. The fse cleaned the aspirate probes, the dispense probes, and the waste lines. The fse then repeated the hs system check which passed within specifications. The fse also performed a replicate and a negative patient precision test which both passed within instrument and assay specifications. Although sample handling may have been a contributing factor, a definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously elevated troponin (accutni) result above the ami cutoff for one patient sample that was generated by the unicel dxc 600i access immunoassay system. Repeat testing was performed on the original instrument and on an alternate methodology produced lower results within the normal reference range. The erroneous results were reported out of the laboratory. The patient was admitted to the hospital and had a cardiac catheterization procedure performed due to the initially elevated accutni result.